Event description:
It was reported by the customer that there was fluid invasion inside the handpiece. The customer believes the handpiece was submerged or fluid made its way inside the handpiece during the cleaning and sterilization process. The customer also reported fluids keep leaking out during use. The customer also reported the handpiece was used in surgery and there was no pt complications. During the complaint investigation process the customer was contacted for additional info; the customer then reported the event as follows: it was reported by the customer that the handpiece was leaking during sterilization. The handpiece was used for a case; after the case was completed the handpiece was sterilized. During sterilization, it was noticed that the handpiece had fluid leaking out. The fluid never contacted the pt. There are no adverse consequences reported due to this event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval the technician was unable to duplicate the reported event; the handpiece performed within specifications.